Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensor was not detected by the icp express after being connected. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. The supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2015-10682 for information on the second device involved in this report.